Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds diagnosed them with tooth mobility and root resorption and told the patient to cease treatment due to periodontal disease and bone loss around their anterior teeth.